Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a leak after implantation which was repaired in (B)(6) 2018. Shortly afterward, the recipient experienced a fluid filled cyst behind the ear. Augmentin was prescribed and initially improved, however the issue returned. In (B)(6) 2018, the recipient underwent an ear tube placement procedure, however, there was fluid noted in the ear from a cerebrospinal fluid (csf) from a perilymphatic fistula. On (B)(6) 2019, the recipient underwent a thecal fenestration. The recipient's device was explanted and closure of the round window fistula was performed. However, the csf leak returned and on december 30, 2018, the recipient underwent a repeat revision surgery to remove the electrode and repair the leak.

Manufacturer narrative:
Additional information: sections b.1, and h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover, as well as a severed electrode. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. However, this device had a short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3 the recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.